Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the right bronchus due to a malignant tumor. The stricture measured approximately 2cm in length. The patient's anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was loaded over a 0.038" guidewire and positioned across the stricture. However, when the physician attempted to deploy the stent, resistance was encountered. The stent system was removed from the patient. Several knots of the deployment suture were unraveled outside of the patient but the stent was not partially deployed. The stent system was reintroduced into the patient and positioned at the stricture. The stent was partially deployed. However, before the stent was completely released, the deployment suture broke. The catheter of the delivery system was cut open and the suture within the delivery system was withdrawn. The stent was fully deployed distal to the desired location. The physician repositioned the stent to the correct location using forceps. No visible issues such as bends or kinks were noted to the delivery system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Note: according to the complainant, this device was not used per the directions for use (dfu) as several of the deployment suture knots were unraveled outside of the patient. The dfu indicate that the suture should be withdrawn only after positioning the stent system at the desired location within the patient anatomy.

Manufacturer narrative:
Only the delivery system and the deployment suture were received for review; the stent was not returned as it was implanted within the patient. The delivery system was returned in three sections. A visual examination of the returned device found that the shaft had been cut at two separate locations. The remaining deployment suture was cut and returned wrapped around the handle of the device. No further damage or issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. According to the complainant, the deployment suture was withdrawn outside of the patient. Per the dfu, the deployment suture should only be withdrawn after positioning of the stent system at the desired location within the patient anatomy.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the right bronchus due to a malignant tumor. The stricture measured approximately 2cm in length. The patient's anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was loaded over a 0.038" guidewire and positioned across the stricture. However, when the physician attempted to deploy the stent, resistance was encountered. The stent system was removed from the patient. Several knots of the deployment suture were unraveled outside of the patient but the stent was not partially deployed. The stent system was reintroduced into the patient and positioned at the stricture. The stent was partially deployed. However, before the stent was completely released, the deployment suture broke. The catheter of the delivery system was cut open and the suture within the delivery system was withdrawn. The stent was fully deployed distal to the desired location. The physician repositioned the stent to the correct location using forceps. No visible issues such as bends or kinks were noted to the delivery system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Note: according to the complainant, this device was not used per the directions for use (dfu) as several of the deployment suture knots were unraveled outside of the patient. The dfu indicate that the suture should be withdrawn only after positioning the stent system at the desired location within the patient anatomy.